Manufacturer narrative:
(B)(4) customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision hip surgery was performed to exchange the head and liner due to lysis and pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.